Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that directly following an explant procedure due to needing an MRI, the pt developed a fever. The physician prescribed the pt levaquin antibiotics. There was no sign of infection present.